Manufacturer narrative:
Concomitant medical devices: d284drg ICD, implanted (B)(6) 2010.

Event description:
It was reported that the right ventricular (rv) lead had chronic high impedance. The lead remains in use. No patient complications have been reported as a result of this event.